Manufacturer narrative:
The device was returned to olympus for inspection and technical evaluation. Upon completion of the investigation, the most probable cause of the insertion part connecting tube foreign material finding has been classified as cause not established. This determination indicates that the investigation findings were insufficient to lead to a clear or definitive conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was identified that foreign material was present within the connecting tube of the videoscope's insertion part. There were no patient injuries or patient involvement associated with this event.